Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A study reported an additional incision, continuous curvilinear capsulorhexis fissure, tears and posterior capsule rupture occurred during laser assisted cataract surgery procedures on several patients. Additional information is unavailable.

Manufacturer narrative:
There were no technical services requested or performed and therefore it cannot be confirmed if the system may be caused or contributed to the reported event/s. Based on the information obtained, the root cause of the reported event/s cannot be determined conclusively. (B)(4).